Event description:
The field service engineer reported a pump with ¿bad¿ batteries. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump with "bad" batteries was confirmed as depleted main batteries during product evaluation. Inspection of the device found the pump's main batteries were potentially damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated. Service of the device was conducted on site in early 2007.